Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl) and high ketones. Customer administered a correction bolus, changed infusion site location, and drank water to treat bg levels and ketones. Contact reported that after changing the infusion site location that bg levels and ketones resolved. Recommendation was made to contact tandem technical support to perform troubleshooting for future bg events.